Event description:
Report received from (B)(6) stated: "while the cutter stopped cutting, there was still aspiration. No negative impact or consequences to the pt were reported."

Manufacturer narrative:
The device was requested but it was not yet received. The sterilization and lot history records were reviewed and found to be acceptable.